Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during an unknown phase of the patient¿s treatment. The contact reported that multiple air detected in cassette alarms occurred prior to discovery of the fluid leak. The treatment was reportedly cancelled, and the patient completed their pd therapy by performing a manual exchange. When the cassette was removed from the cycler, the patient¿s caretaker observed fluid leaking from behind the cassette door. The ts representative advised that the patient discontinue using the cycler and a replacement cycler was ordered for the patient. There was no reported damage identified on the cassette. It was confirmed that the patient¿s caretaker was trained to perform manual pd therapy, as well as stat drains if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b as well as under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. The hp3 filter was also found to be clogged. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.